Event description:
It was reported to resmed that an astral device had water contamination. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs revealed an error message (sf101). Related to pressure measurement and an error message (sf131) related to the main blower temperature sensor. The main circuit. Board was replaced as a precautionary measure due to the leaky supercapacitor. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that sf101 and sf131 were due to contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the reported complaint. Visual inspection revealed main circuit board had a leaky super capacitor and pneumatic block had water. The pneumatic block and main circuit board were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had water contamination. There was no patient harm or serious injury reported as a result of this incident.